Event description:
Procedure type: functional end-to end anastomosis. Functional end-to-end anastomosis with gia60 performed. Perioperative the clamp row and anastomosis were found totally leak proof. About 1 day after surgery, the pt's hb-value massively changed for the worse, which points to a bleeding. Pt got a coloscopy. During the coloscopy, it was noted that the complete colon ascendens were filled with blood. It was possible to localize the bleeding, it came from the mucosa from the anastomosis; the bleeding was successfully stopped by endoscopy, but the pt died several days later because he aspirated during the coloscopy and died due to complications from the aspiration.

Manufacturer narrative:
(B)(4).